Manufacturer narrative:
Per the IFU, cardiogenic shock is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, bioprosthetic heart valves. In this case, there was no report of procedural complications. The onset of the patient's decompensation began at the completion of a successful tavr procedure when she was given protamine for heparin reversal and experienced a severe protamine reaction that led to cardiopulmonary arrest and cardiogenic shock. Per medical records received, there is no allegation of a device malfunction and it does not appear that the event is related to an edwards product. As the patient outcome in this cause was death, this event will be reported as disassociation from the valve is not definite . Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required

Event description:
A report was received from (B)(6) university indicating the patient expired following the tavr procedure. Per medical records received, the patient underwent a successful transcatheter aortic valve replacement (tavr) on (B)(6) 2012. At the end of the tavr procedure, she was given protamine, had a severe reaction, and developed cardiopulmonary arrest and cardiogenic shock. She required transfusion of massive amount of blood products and vasoreactive medications. She was re-heparinized, stabilized, and brought to the intensive care unit (ICU) on multiple pressors and inhaled flolan. She remained intubated with postoperative respiratory failure and hypovolemic shock. This resolved over the course of prolonged ICU stay. She developed fluid overload with pulmonary edema secondary to the massive transfusions she received which required diuresis with a lasix drip. Renal insufficiency did worsen initially and then improved over the course of her hospital stay. She required bilateral thoracentesis and ultimately placement of a right chest tube for recurrent pleural effusions. In addition, she had atrial flutter, which required av pacing. She was extubated on (B)(6) 2012 and tolerated her extubation. She developed a pressure wound of her right lower extremity, which eventually required debridement with plastic surgery and dressing changes. On the morning of (B)(6) 2012 she experienced decreased responsiveness and altered mental status and neurology was consulted. A CT was performed which revealed a pleural effusion, a known retroperitoneal hematoma which was unchanged, and no acute findings on her head CT. She was noted to have a clonic activity throughout the day and a continuous eeg was performed, which demonstrated non-convulsive status epilepticus with subclinical seizures occurring. This was treated with anti-seizure medications but unfortunately, she continued to have worsening seizure activity despite the medications. A family conference was held and the patient was made dnr on (B)(6) 2012. She had ongoing seizure activity and there was suspicion of anoxic brain injury as the source. Due to the poor prognosis, there was discussion for hospice planning. In the early morning of (B)(6) 2012, the patient had bradycardia, which progressed to asystole. Due to the patient's dnr order, no aggressive interventions were made and the patient passed at 2:55 a.m. On (B)(6) 2012. The family declined an autopsy and the patient was released to a funeral home.